Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link IV connector valve broke into three pieces. The damage is described as the threads being broken off into the primary IV tubing and the outer casing broke at the finger grips and separated from the inner housing. There was no patient injury or medical intervention associated with this event. No additional information is available.